Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump up and down arrows was unresponsive. Customer's blood glucose level was 11.6 mmol/l. Customer states that numbers are not ramping on their own. Customer states the not responsive to unlock the insulin pump. Customer states the pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states the button was not unresponsive during an easy bolus attempt. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device was received with all buttons responding properly. The pump passed the self test and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.(B)(4).